Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. On the (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. An approximate 6v increase in voltage suggests a further pad-pak was then installed. Later the device recorded a further 2 low battery fails both with a decrease in voltage of approximate 6v which may suggest the depleted pad-pak had been reinstalled. A significant increase in voltage suggests the replacement pad-pak was reinstalled on the (B)(6) 2015 and the device passed all weekly auto self-tests up to the (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.